Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit shows 80% percent once the unit is unplugged it abruptly shuts off was confirmed. The root cause was identified as the internal battery failing. The sr8 was powered on at 98% battery life and ran on battery power less than five minutes shutting down with 97% battery life still on the scanner. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - the unit shows 80% percent once the unit is unplugged it abruptly shuts off.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - the unit shows 80% percent once the unit is unplugged it abruptly shuts off.